Event description:
Customer's relative reports meter is reading in mmol/l while using the aviva system. Customer is using an international product allegedly purchased in the united states. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.